Manufacturer narrative:
Medications: plavix, nitrostat, lipitor, lopressor, fish oil, vitamin c, vitamin d, and aspirin. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an iliac aortic aneurysm with a aortic excluder iliac branch endoprosthesis (ibe). The device reportedly met resistance due to tortuosity while being advanced outside of the sheath (cook sheath). The undeployed device was reportedly being withdrawn into the sheath due to the tortuosity. It was reported as the device was being withdrawn into the sheath the device predeployed with in the sheath. It was reported the device was removed within the sheath. It was reported another device (icast) was used to complete the procedure. No further issues were reported and the patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary - the device was returned to gore for evaluation. The device evaluation showed the following: the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The leading end of the device was still inside the introducer sheath. There was evidence of a bond at the trailing olive. The deployment line was extending out of the catheter. The deployment knob was screwed into the catheter. The corset sleeve had partially opened due to the catheter separation. The end of the deployment line was still threaded through the latter part of the corset sleeve. The findings from the evaluation are consistent with the physician¿s observations.